Event description:
It was reported that the patient had to charge the ipg frequently and for longer periods of time. Charging re-education and troubleshooting steps were provided, however, unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.